Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the illuminator did not work in ports one and two during a procedure. The case was completed using another illuminator and the auxiliary. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminators¿ low light intensity was due to broken internal mirrors. The illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 24, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the broken internal mirrors in the illuminator table top. However, how or when the product became nonconforming cannot be determined. (B)(4).